Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead did not completely unscrew when testing it prior to implanting the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix was able to be fully extended and retracted within specification. If information is provided in the future, a supplemental report will be issued.